Event description:
It was reported that the error inlet temperature (t3) appeared during quick check. Per wo update on (B)(6) 2023, error 79 (non-recoverable system error) appeared during quick check in arctic sun device. It was stated that the tank harness was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed tank harness. A device history record review was not required as this event was not an out-of-box failure and therefore was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the error inlet temperature (t3) appeared during quick check. Per wo update on 01mar2023, error 79 (non-recoverable system error) appeared during quick check in arctic sun device. It was stated that the tank harness was defective. Per additional information received on 28mar2023, there was no patient involvement.